Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Information received from study site indicates "knee manipulation under anesthesia."

Event description:
Information received from study site indicates "knee manipulation under anesthesia."

Manufacturer narrative:
Reported event an event regarding rom involving a triathlon insert was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: confirmation: the event an mua cannot be confirmed. No documentation of the mua event was provided. Root cause: a root cause cannot be ascertained. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient underwent knee manipulation under anesthesia. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, serial x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: tritanium bplate triathlon s3; cat# 5536b300; lot# ctd37606. Triathlon p/a cr beaded #3r; cat# 5517f302; lot# ht96t. Tritanium patella-symmetric; cat# 5556-l-339; lot# jl5a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.